Event description:
It was reported that during use of this bur in oral surgery, it broke in the pt's mouth. The bur was easily retrieved and the procedure was completed with another bur. There was no reported injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: this side cutting bur was received for evaluation (both portions). A visual examination of the bur found the break to be where the shaft connected to the cutting portion of the bur. An investigation is still in process for this failure mode. Upon completion of the investigation, a follow-up report will be sent.